Event description:
The electrode array of the cochlear implant was inadvertently not placed in the pt's cochlea during the original surgery. The non-cochlear placement has been confirmed by CT scan. The surgeon plans to implant the pt's contralateral ear. That surgery had not been scheduled as of the date of this report.